Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the thoracic lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: e1 - initial reporter should have been (B)(6).

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the thoracic lead. As a result, surgical intervention may be undertaken to address the issue.